Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needle placed on luer-lock single-dose syringe of influenza vaccine for injection, once in patient arm, medication would not advance-no dose given. Needle felt to be ¿clogged¿ by injector, new needle obtained and did advance injection. Staff report this has happened multiple times and sometimes also during injection medication will stop advancing and only give partial injection.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needle placed on luer-lock single-dose syringe of influenza vaccine for injection, once in patient arm, medication would not advance-no dose given. Needle felt to be ¿clogged¿ by injector, new needle obtained and did advance injection. Staff report this has happened multiple times and sometimes also during injection medication will stop advancing and only give partial injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.